Manufacturer narrative:
Follow-up #1: date of submission: 03/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: on investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple loss of prime warnings associated with non-zero low force. The pump powered up and functioned properly. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were completed without encountering any loss of prime warnings. Normal and audio bolus exercises were executed and recorded corrected. Unrelated to the complaint, battery compartment crack was found from the case seal upward towards the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alerted for loss of prime with multiple cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.